Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, vitamin b12 deficiency and parity 3. Concurrent conditions included hypercholesterolemia, streptococcal tonsillitis, cellulitis of foot, laceration of foot, hematuria, anemia, irritable bowel syndrome and paratubal cyst. Concomitant products included citalopram, cyanocobalamin, desvenlafaxine and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches"), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ upper back pain/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("arms, legs and scalp itching"), skin fissures ("cracked heels"), myalgia ("pain in right shoulder into neck area"), hypoaesthesia ("numb in upper shoulder"), paraesthesia ("tingling/ prickling sensation in front of right shoulder"), abdominal pain lower ("lower abdomen sharp pain"), ovarian enlargement ("right ovary enlarged"), restless legs syndrome ("restless legs"), tension ("tense"), pain ("body hurts"), anaemia ("anemic"), irritable bowel syndrome ("ibs"), general physical health deterioration ("my health is detoriating"), gingival recession ("gum have started receding"), bruxism ("clench my teeth so hard"), tooth fracture ("clench my teeth so hard I have put ahole in one") and post procedural haemorrhage ("3 days po.. I still bleeding") and was found to have weight increased ("gained 20 pounds") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis, adenomyosis, pruritus, skin fissures, myalgia, hypoaesthesia, paraesthesia, abdominal pain lower, ovarian enlargement, tension, pain, weight increased, anaemia, irritable bowel syndrome, blood urine present, general physical health deterioration, gingival recession, bruxism and tooth fracture outcome was unknown, the back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the post procedural haemorrhage had not resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, back pain, bladder disorder, blood urine present, bruxism, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, general physical health deterioration, gingival recession, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian enlargement, pain, paraesthesia, pelvic pain, post procedural haemorrhage, pruritus, restless legs syndrome, skin fissures, tension, tooth fracture, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Date(s) of removal: 42689 (as reported); bilaterally with 4 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, cramping, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media received. Event:3 days po.. I still bleeding were added. Fu6 and 7 processed together. On 26-feb-2020: pfs received. No new information added. Fu6 and 7 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, vitamin b12 deficiency and parity 3. Concurrent conditions included hypercholesterolemia, streptococcal tonsillitis, cellulitis of foot, laceration of foot, hematuria, anemia, irritable bowel syndrome and paratubal cyst. Concomitant products included citalopram, cyanocobalamin, desvenlafaxine and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches"), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ upper back pain/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("arms, legs and scalp itching"), skin fissures ("cracked heels"), myalgia ("pain in right shoulder into neck area"), hypoaesthesia ("numb in upper shoulder"), paraesthesia ("tingling/ prickling sensation in front of right shoulder"), abdominal pain lower ("lower abdomen sharp pain"), ovarian enlargement ("right ovary enlarged"), restless legs syndrome ("restless legs"), tension ("tense"), pain ("body hurts"), anaemia ("anemic"), irritable bowel syndrome ("ibs"), general physical health deterioration ("my health is detoriating"), gingival recession ("gum have started receding"), bruxism ("clench my teeth so hard"), tooth fracture ("clench my teeth so hard I have put ahole in one") and post procedural haemorrhage ("3 days po.. I still bleeding") and was found to have weight increased ("gained 20 pounds") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis, adenomyosis, pruritus, skin fissures, myalgia, hypoaesthesia, paraesthesia, abdominal pain lower, ovarian enlargement, tension, pain, weight increased, anaemia, irritable bowel syndrome, blood urine present, general physical health deterioration, gingival recession, bruxism and tooth fracture outcome was unknown, the back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the post procedural haemorrhage had not resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, back pain, bladder disorder, blood urine present, bruxism, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, general physical health deterioration, gingival recession, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian enlargement, pain, paraesthesia, pelvic pain, post procedural haemorrhage, pruritus, restless legs syndrome, skin fissures, tension, tooth fracture, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Date(s) of removal: 42689 (as reported); bilaterally with 4 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, cramping, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating lot number: a47940 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, vitamin b12 deficiency and parity 3. Concurrent conditions included hypercholesterolemia, streptococcal tonsillitis, cellulitis of foot, laceration of foot, hematuria, anemia, irritable bowel syndrome and paratubal cyst. Concomitant products included citalopram, cyanocobalamin, desvenlafaxine and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches"), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ upper back pain/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("arms, legs and scalp itching"), skin fissures ("cracked heels"), myalgia ("pain in right shoulder into neck area"), hypoaesthesia ("numb in upper shoulder"), paraesthesia ("tingling/ prickling sensation in front of right shoulder"), abdominal pain lower ("lower abdomen sharp pain"), ovarian enlargement ("right ovary enlarged"), restless legs syndrome ("restless legs"), tension ("tense"), pain ("body hurts"), anaemia ("anemic"), irritable bowel syndrome ("ibs"), general physical health deterioration ("my health is detoriating"), gingival recession ("gum have started receding"), bruxism ("clench my teeth so hard") and tooth fracture ("clench my teeth so hard I have put ahole in one") and was found to have weight increased ("gained 20 pounds") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis, adenomyosis, pruritus, skin fissures, myalgia, hypoaesthesia, paraesthesia, abdominal pain lower, ovarian enlargement, tension, pain, weight increased, anaemia, irritable bowel syndrome, blood urine present, general physical health deterioration, gingival recession, bruxism and tooth fracture outcome was unknown and the back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, back pain, bladder disorder, blood urine present, bruxism, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, general physical health deterioration, gingival recession, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian enlargement, pain, paraesthesia, pelvic pain, pruritus, restless legs syndrome, skin fissures, tension, tooth fracture, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Date(s) of removal: 42689 (as reported); bilaterally with 4 coils exposed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, cramping, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4). References, reporters information and events: gum have started receding clench my teeth so hard and clench my teeth so hard I have put a hole in one were added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), migraine ("migraine"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis and adenomyosis outcome was unknown and the back pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved. The reporter considered adenomyosis, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, menorrhagia, migraine, urinary tract disorder and visual impairment to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis, bladder problem and urinary problem. Patient date of birth, lab data and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, vitamin b12 deficiency and parity 3. Concurrent conditions included hypercholesterolemia, streptococcal tonsillitis, cellulitis of foot, laceration of foot, hematuria, anemia, irritable bowel syndrome and paratubal cyst. Concomitant products included citalopram, cyanocobalamin, desvenlafaxine and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches"), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ upper back pain/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("arms, legs and scalp itching"), skin fissures ("cracked heels"), myalgia ("pain in right shoulder into neck area"), hypoaesthesia ("numb in upper shoulder"), paraesthesia ("tingling/ prickling sensation in front of right shoulder"), abdominal pain lower ("lower abdomen sharp pain"), ovarian enlargement ("right ovary enlarged"), restless legs syndrome ("restless legs"), tension ("tense"), pain ("body hurts"), anaemia ("anemic"), irritable bowel syndrome ("ibs") and general physical health deterioration ("my health is deteriorating") and was found to have weight increased ("gained 20 pounds") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis, adenomyosis, pruritus, skin fissures, myalgia, hypoaesthesia, paraesthesia, abdominal pain lower, ovarian enlargement, tension, pain, weight increased, anaemia, irritable bowel syndrome, blood urine present and general physical health deterioration outcome was unknown and the back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, back pain, bladder disorder, blood urine present, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, general physical health deterioration, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian enlargement, pain, paraesthesia, pelvic pain, pruritus, restless legs syndrome, skin fissures, tension, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Date(s) of removal: (B)(6) (as reported); bilaterally with 4 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, cramping, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, vitamin b12 deficiency and parity 3. Concurrent conditions included hypercholesterolemia, streptococcal tonsillitis, cellulitis of foot, laceration of foot, hematuria, anemia, irritable bowel syndrome and paratubal cyst. Concomitant products included citalopram, cyanocobalamin, desvenlafaxine and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches"), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ upper back pain/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("arms, legs and scalp itching"), skin fissures ("cracked heels"), myalgia ("pain in right shoulder into neck area"), hypoaesthesia ("numb in upper shoulder"), paraesthesia ("tingling/ prickling sensation in front of right shoulder"), abdominal pain lower ("lower abdomen sharp pain"), ovarian enlargement ("right ovary enlarged"), restless legs syndrome ("restless legs"), tension ("tense"), pain ("body hurts"), anaemia ("anemic"), irritable bowel syndrome ("ibs") and general physical health deterioration ("my health is deteriorating") and was found to have weight increased ("gained 20 pounds") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis, adenomyosis, pruritus, skin fissures, myalgia, hypoaesthesia, paraesthesia, abdominal pain lower, ovarian enlargement, tension, pain, weight increased, anaemia, irritable bowel syndrome, blood urine present and general physical health deterioration outcome was unknown and the back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, back pain, bladder disorder, blood urine present, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, general physical health deterioration, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian enlargement, pain, paraesthesia, pelvic pain, pruritus, restless legs syndrome, skin fissures, tension, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Date(s) of removal: 42689 (as reported); bilaterally with 4 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, cramping, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet, medical records and social media were received. Events per pfs: abnormal bleeding (vaginal) and pelvic pain. Events per social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating. Lot number, medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, vitamin b12 deficiency and parity 3. Concurrent conditions included hypercholesterolemia, streptococcal tonsillitis, cellulitis of foot, laceration of foot, hematuria, anemia, irritable bowel syndrome and paratubal cyst. Concomitant products included citalopram, cyanocobalamin, desvenlafaxine and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches"), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain/ upper back pain/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("arms, legs and scalp itching"), skin fissures ("cracked heels"), myalgia ("pain in right shoulder into neck area"), hypoaesthesia ("numb in upper shoulder"), paraesthesia ("tingling/ prickling sensation in front of right shoulder"), abdominal pain lower ("lower abdomen sharp pain"), ovarian enlargement ("right ovary enlarged"), restless legs syndrome ("restless legs"), tension ("tense"), pain ("body hurts"), anaemia ("anemic"), irritable bowel syndrome ("ibs"), general physical health deterioration ("my health is detoriating"), gingival recession ("gum have started receding"), bruxism ("clench my teeth so hard"), tooth fracture ("clench my teeth so hard I have put ahole in one") and post procedural haemorrhage ("3 days po.. I still bleeding") and was found to have weight increased ("gained 20 pounds") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, fatigue, migraine, gastrointestinal disorder, visual impairment, anxiety, depression, endometriosis, adenomyosis, pruritus, skin fissures, myalgia, hypoaesthesia, paraesthesia, abdominal pain lower, ovarian enlargement, tension, pain, weight increased, anaemia, irritable bowel syndrome, blood urine present, general physical health deterioration, gingival recession, bruxism and tooth fracture outcome was unknown, the back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the post procedural haemorrhage had not resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, back pain, bladder disorder, blood urine present, bruxism, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, general physical health deterioration, gingival recession, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian enlargement, pain, paraesthesia, pelvic pain, post procedural haemorrhage, pruritus, restless legs syndrome, skin fissures, tension, tooth fracture, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, gi conditions, vision problem, anxiety, depression, endometriosis, adenomyosis. Date(s) of removal: 42689 (as reported); bilaterally with 4 coils exposed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, cramping, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: arms, legs and scalp itching, cracked heels, pain in right shoulder into neck area, numb in upper shoulder, tingling/ prickling sensation in front of right shoulder, lower abdomen sharp pain, right ovary enlarged, restless legs, tense, body hurts, gained 20 pounds, anemic, ibs, blood in urine and my health is deteriorating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media received.event:3 days po.. I still bleeding were added.fu6 and 7 processed together. On 26-feb-2020: pfs received. No new information added.fu6 and 7 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.